Event description:
It was reported that the patient was experiencing inadequate stimulation due to having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred few years ago from the date manufacturer became aware of the event.